Event description:
Pt was implanted with synchromed implantable infusion pump in 1999. Per hcp (implanter), pt was seen in 3/1999 for a pump refill. Per hcp, the nurse had difficulty filling the pump so the physician did it. The pt tolerated the refill and was alert and oriented. There were no signs of infection but some slight swelling was noted at the incision site. Per the hcp (follow-up physician), the pt reported that they had pump implanted by a different physician in 1999. According to the chart, the pt stated that when they had the pump implanted they experienced respiratory difficulty and they shut the pump off. One week later they turned the pump on and they did well. In 3/1999, the pt reported to hcp, who told them that the pump was flipped but that they were able to refill it. Pt again had respiratory problems and was in the ICU for 3 days. The pt did not state if the pump was on or off during this interim time. Later in 1999, the pt had surgery to remove the pump. The surgeon's report states that he found the catheter was disconnected from the pump, the pump itself was inverted, and the amount of solution found in the pump on explantation was less than 1 ml. Hcp stated that the pump should have had 6 ml of solution in it. The pt had a new pump implanted on the same day and the pt is doing well.